Manufacturer narrative:
Date of event: note, this date is approximate.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative and a consumer regarding a (B)(6), female patient who was receiving gablofen (lot number unknown) 2000mcg/ml at 1099.5 mcg/day via an implantable pump for other spasticity. On an unknown date, premature elective replacement indicator (eri) occurred "by a matter of a few years". The eri alarm occurred in (B)(6) 2016. In (B)(6) 2016, the patient's pump was alarming. The pump was interrogated and the logs showed safe state, reset and low battery on (B)(6) 2016 at 1603. The early eri was also confirmed. The patient experienced increased tightness and stiffness as a result. The pump was put into minimum rate mode. The hcp told the patient "the battery in the pump is dying and needs to be replaced." The hcp planned to replace the pump as soon as possible and return it for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.